Manufacturer narrative:
An event of blood leaking out of the deployment/re-sheath wheel after third re-sheath was reported. It was also reported that the degree of bleeding was what wheel spilled when rotation of the wheel was attempted. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. There was blood leaking out of the deployment/re-sheath wheel after the third re-sheath attempt. The blood leak is potential to occur into the handle that appears at the wheel/handle interface. There are seals within the handle which are intended to prevent blood leakage from any of the external lumens (guidewire lumen, outer member lumen, and stability layer lumen). Attempt to re-sheath the valve more than two times (as recommended in instructions for use) could potentially cause stress on the seal and pull some amount of fluid leak pass the seals within handle. Hence the more re-sheath attempts have more potential for fluid to pass this seal. Please note that per the navitor valve instructions for use, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."

Event description:
It was reported that on (B)(6) 2023, an unknown valve was chosen for implant using a small flexnav delivery system. During the procedure, the valve was deployed and re-sheathed over three times in order to position the valve in an ideal position. It was observed that blood was leaking out of the deployment/re-sheath wheel after the 3rd re-sheath as done. The degree of bleeding was what was wheel spilled when rotation of the wheel was attempted. There was not a clinically significant loss of blood. There was no issue with retracting the navitor valve into the delivery system. The patient did not experience any clinical signs or symptoms related to this event. The valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. The patient's status at the time of report as noted as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.